Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles occurred. During a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was used. During preparation, poor sealing of the sheath resulted in air ingress. The procedure was successfully completed using another of the same device, and no patient complications occurred. The patient remained stable following the procedure.